Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that when the device was removed from ac power, it shut off by itself. Ac power was immediately restored and device was successfully used. There was adverse effect to the pt reported.